Event description:
I stumbled on a video about super patch. The young lady in the video described the patch as a fountain of youth. She went on to say that the patch could help me with my dementia, adhd, balance, sleep, weight loss. There is a patch for everything. I bought the patches, and I've only received rashes, and nothing to the extent of what the video said. I did some research the pattern on the sticker or super patch is the ceos thumbprint. Supposedly, it's programmed to send signals to my brain. It seems like this super patch is a super scam. Maybe you should look into these claims the super patch company is making.